Event description:
The customer reported to baxter (B)(4) an 1000ml empty pvc bag that leaked into the overpouch. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned one actual sample for evaluation. Through visual inspection the reported condition was confirmed. One side of the bag had an open seal. A batch review was performed on the reported lot with no deviations found. No assignable root cause could be determined. Baxter has conducted a trend review and did not find similar reports for the reported problem. However, baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is reported to be available, but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.